Event description:
It was reported that the bd microlance¿ 3 needles leaked. The following information was provided by the initial reporter: translated from french to english: during injection needle bent, solution leaking out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Retained samples from the reported lot were assembled with a caverjet syringe provided by the customer in the past. The needle was assembled with the syringe following the instructions of the caverjet kit which are the regular instructions. After examination, no leakage or bent needle was observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. Handling of the product could have some implications of the reported issue if the needle is bent during use. The technique is used to penetrate the vial can have some implication in the reported issue: after removing the shield, ensure that the needle punctures the stopper at 90 degrees in order to minimize the reported issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.